Event description:
A mini tightrope guidewire was being directed into the patient's medial cuneiform when a small portion of the guidewire broke off. A piece approximately 1/4" long was visualized via x-ray to be deep within the medial cuneiform. The surgeon did attempt to find the wire, however it was located very deep within the cuneiform and was not interarticular. The decision was made to leave the wire within the foot. The fixation was completed and patient brought to the recovery room in stable condition. The mini tightrope was retained and given to arthrex's representative to submit for a product evaluation.